Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The¿patient had called to ask for assistance increasing their amplitude because they were still urinating more frequently during the day than they would like. The patient stated that they were doing well at night and only getting up once a night instead of 3 times but they were still having to urinate up to 13 times during the day. The patient & technical services (pats) agent did not ask about the circumstances that led to the reported issue but they reviewed with the patient how to increase amplitude. The patient was noted to have a follow up appointment on (B)(6) 2020 and if symptoms were unresolved they were going to discuss with their managing health care professional (hcp) at that time.¿¿there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they need assistance with using the handset to increase amplitude. The patient is still leaking up to 13 times per day and especially when drinking water, the patient will stand up and urine runs out. Reviewed how to increase amplitude. Reviewed therapy and use of different programs. Recommended the patient to discuss lack of therapeutic effect at the upcoming follow-up appointment. Reviewed security/metal detector guidelines and general handset and communicator theory and use. Patient called back on (B)(6) 2020 and repeated information listed below, said they increased setting however it isn't helping at all. Patient said that they went 14 times on tuesday and 12 of those times soaked through the pads. Patient said on wednesday went 11 times and soaked through the pads 11 times. Patient services reviewed therapy information and general programming guidance. Reviewed how to switch programs and patient successfully switched programs and adjusted the setting. Patient to monitor symptoms for at least 1-2 days before making any other adjustment. Reviewed when to consider switching programs, however explained importance of patient tracking results. Patient said they saw the nurse practitioner about 1-2 days ago and stimulation was off. Reviewed general use with patient and patient connected to device four times during call. The patient called on (B)(6) 2020 the device is not helping with their symptoms. Patient said they are going to the bathroom 14 to 15 times a day and the patient is soaked by the time they get to the bathroom. Patient spoke to a nurse practitioner who suggested the patient try program 7. Reviewed how to change programs. Patient was able to change to program 7 and increased stim to where the patient could feel stim. Also reviewed airport security guidelines

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said the device was not helping their symptoms at all. They said if they drank liquid they had to go to the bathroom a short time afterwards. They said at night they went 3-4 times, but during the day it was 14-16 times. They said they were ordered by other doctors to drink enough water for their liver and kidneys. They increased stimulation on the call to a point where they could feel it. They were redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that they need assistance with using the handset to increase amplitude. The patient is still leaking up to 13 times per day and especially when drinking water, the patient will stand up and urine runs out. Reviewed how to increase amplitude. Reviewed therapy and use of different programs. Recommended the patient to discuss lack of therapeutic effect at the upcoming follow-up appointment. Reviewed security/metal detector guidelines and general handset and communicator theory and use. Patient called back on 2020-(B)(6) and repeated information listed below, said they increased setting however it isn't helping at all. Patient said that they went 14 times on tuesday and 12 of those times soaked through the pads. Patient said on wednesday went 11 times and soaked through the pads 11 times. Patient services reviewed therapy information and general programming guidance. Reviewed how to switch programs and patient successfully switched programs and adjusted the setting. Patient to monitor symptoms for at least 1-2 days before making any other adjustment. Reviewed when to consider switching programs, however explained importance of patient tracking results. Patient said they saw the nurse practitioner about 1-2 days ago and stimulation was off. Reviewed general use with patient and patient connected to device four times during call. The patient called on 2020-(B)(6) the device is not helping with their symptoms. Patient said they are going to the bathroom 14 to 15 times a day and the patient is soaked by the time they get to the bathroom. Patient spoke to a nurse practitioner who suggested the patient try program 7. Reviewed how to change programs. Patient was able to change to program 7 and increased stim to where the patient could feel stim. Also reviewed airport security guidelines 2021-(B)(6) patltr, rtg0109732 update (con): additional information was received from the patient. They reported that they were still going to the bathroom every 1.5-2 hours and soaking their pads 5-7 times a day depending upon how much they drink. They said symptoms had not improved since changing to program 7. It was reviewed how to increase stimulation and they increased until they could feel it. They were redirected to their healthcare provider. They were asked if the cause of the stimulation being off had been determined, they said yes, they had gone to costco and walmart and there was a possible issue with the metal detector, symptoms began after that trip. The programmer was found to be off, so their device was off. They were assisted with turning the device on and airport protocols were reviewed, it was noted the issue had resolved. The patient spoke with the healthcare provider office on 12/28 about programs, the office had not heard from the patient since then.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.